Manufacturer narrative:
(B)(4). A box with thirty unopened samples of product code y923, lot mk6681 were received for analysis. The issue sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no needle breakage were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mk6681 number, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke within the subcutaneous tissue. The needle was removed during the procedure. There were no adverse patient consequences reported.